Manufacturer narrative:
(B)(6). 510k: this report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Additional product code: hwc. Date of implant reported as (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed due to a femur breakage at the distal locking screw. The patient underwent an insertion of an intramedullary nail of the right femur due to an intertrochanteric fracture of the right hip on an unknown date in (B)(6) 2017. Patient was implanted with titanium trochanteric femoral nail (tfn), a helical blade, and one distal locking screw. While shoveling snow on (B)(6) 2017, the patient fell and heard a crack. Patient reported pain in the right femur. X-rays taken on (B)(6) 2017 showed that the femur broke at the point of the distal locking screw. A revision surgery was performed on (B)(6) 2017. All devices were easily removed and were intact. There was no damage to the devices. No additional medical intervention was required. Patient was revised to a longer trochanteric femoral nail (tfn), 11mm lag screw, and two 5mm locking screws. Surgery was successfully completed without any surgical delay. Patient status was reported as stable. There were no indications of any clinical findings, such as infection. This report is for one (1) unknown locking screw. This is report 3 of 3 for (B)(4).